Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and the patient outcome of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was reported to be due to a gastrointestinal disorder. Treatment for gastrointestinal disorder was not reported. On an unreported date, the patient was treated with antibiotics for the event of peritonitis which were discontinued 28 days after the event onset. The patient was recovered from this peritonitis event. As the cause of the peritonitis was reported to be gastrointestinal disorder and gastrointestinal disorder or conditions, including diarrhea and constipation can result in bacteria migrating through the bowel wall particularly in cases of colitis or gastroenteritis, therefore, the baxter disposable devices are no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.